Event description:
It was reported that during a low anterior resection procedure, during two back to back procedures, the surgeon reported misfires/incomplete staple lines on the device. He had to hand sew the impacted area of the anastomosis to complete the case. There were no patient complications per the surgeon. There was an increase in the case time to hand sew the anastomosis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.